Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction, but replaced the hard drive was replaced as the suspected cause. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to , or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge 9900 fluoroscopy system failed to boot and displayed "fatal error 8".